Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient experienced uncomfortable sensations at the ipg pocket. The physician revised the ipg pocket and the issue resolved. The physician assessed that the event was procedure and device related.